Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing had detached at the tubing connection on the base of the site. The site location was patient's tummy. The infusion had been in use for 1 day. No further information available.